Event description:
The hospital reported that during the saphenous vein harvesting procedure, pt had co2 embolism. The report stated that because of the co2 pressure, a large side branch that had been "free dissected" and coagulated opened again and co2 entered the venous system leading to an emolism. The pt was put on a heart lung machine and the vein was harvested through an open leg technique. No other pt complications were reported. According to the physician, this incident was not caused by a product. This report is submitted because medical intervention was performed and not because of device failure.